Manufacturer narrative:
11-sep-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral b genius x toothbrush doesnt hold brush heads anymore...brush head doesnt engage anymore when sticking it on...falls out while brushing teeth- oral-b power toothbrush [device breakage] case narrative: consumer e-mail stated that oral b genius x toothbrush doesn't hold brush heads anymore, the brush head doesn't engage anymore when sticking it on and it falls out while brushing teeth. No injury was reported. Follow-up: concomitant product updated. No injury was reported. Follow-up (product investigation results): product investigation results for oral-b toothbrush (suspect handle) and oral-b refills (concomitant) were received. The driving shaft of received handle was clearly broken. While received refill was without any technical defect. Cause of failure was consumer related (effect of force, driving shaft broken). Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No injury was reported.

Event description:
Oral b genius x toothbrush doesn't hold brush heads anymore...brush head doesn't engage anymore when sticking it on...falls out while brushing teeth- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that oral b genius x toothbrush doesn't hold brush heads anymore, the brush head doesn't engage anymore when sticking it on and it falls out while brushing teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral b genius x toothbrush doesn't hold brush heads anymore...brush head doesn't engage anymore when sticking it on...falls out while brushing teeth- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that oral b genius x toothbrush doesn't hold brush heads anymore, the brush head doesn't engage anymore when sticking it on and it falls out while brushing teeth. No injury was reported. Follow-up: concomitant product updated. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text : pending investigation